Manufacturer narrative:
Surgical procedure. Keratoco. Intraocular segments. (B)(4).

Event description:
It was reported that the surgeon inserted a lens on (B)(6) 2011 and explanted it on (B)(6) 2011. Patient with keratoconus and intraocular segments. Surgeon understands this is off label use. Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch will be submitted.

Manufacturer narrative:
Method - medical review. Results: review of the file indicates that the lens was not implanted in accordance with the dfu requirements (patient age (B)(6), acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the staar's medical advisor and to the surgeon in case of severe deterioration of patient health. (B)(4).